Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right ventricular lead had high thresholds and high impedances on the low, mid and high septum and on the rv apex. A different analyzer and pacing cables were used with the same result. The lead was not used and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.